Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced hypoglycemia with a blood glucose level of 46 mg/dl. Customer declined troubleshooting for low blood glucose level. Customer stated while changing the reservoir and the retainer ring popped out. Customer stated that reservoir can not be locked in place when inserted in the insulin pump. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.